Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a constant pressure alarm due to the downstream occlusion sensor. The sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The reported issue is: "pressure alarm". The incident occurred during set up. There was no patient involvement.